Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal and bolus delivery. It was stated that motor error alarm has occurred 3 times in the last 30 days. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value was 61 mg/dl. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked lcd zebra connector. It was unable to verify the motor error alarm due to missing segments. Motor passed the motor test. Device had minor scratched display window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.